Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the x-ray controller pcb with an upgrade to a generator interface pcb. The chips were re-seated on the fluoro function pcb and power supply at the ps1 adjusted up to assure specification. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have possibly made uncommanded x-ray. By complaint description, the system had a lock-up where the x-ray indicators (audible/visual) continue to stay on, although x-rays are not produced. This is the general issue, although no dosimeter was present to confirm a typical system lock-up.